Event description:
It was reported that there was bleeding in the staple line. Surgery was delayed 20 minutes. The surgeon needed to use more clip appliers. The case was completed successfully. However, the patient did have to be readmitted, was in the ICU, and received a blood transfusion.

Manufacturer narrative:
(B)(4). Date of event is 2022, event day and month unknown. Captured as (B)(6) 2022. Batch # unk. Additional information was requested, and the following was provided: what was the indication for surgery? Sleeve gastrectomy. What was the procedure? Sleeve gastrectomy. How was the post-op bleeding identified? During the case, bleeding in staple line. How many days postoperative was the bleeding identified? 1-2 days. What was the total estimated blood loss (ml)? No data available. Was a transfusion required? Yes. What was the pre and postoperative anti-coagulant and pain management protocol? No data available. Was the bleeding intraluminal or extraluminal? In the staple line itself. What was the color cartridge used throughout the procedure? Gold. Was buttressing material used? No. Does the surgeon routinely wait 15 seconds prior to firing? Yes. Where was the site of the bleeding and how was it identified? In the staple line . Where there any issues with staple formation throughout care of patient? No. . How was the bleeding addressed? Were there any additional medical or surgical interventions required other than the blood transfusion? Re-admitted to surgery and perform clipping. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.